Event description:
Identified a trend in the failure rates of the cables that attach to the o2 cells on the maquet servo-I ventilators. There is cracking in the connector of the wiring harness. After contacting the company's technical support, it was noted that the temperature sensor might not work correctly with this failure.